Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed this device had a total implant time of 1.1 years. The battery status ¿one year remaining¿ was reached on (B)(6) 2014. Premature battery depletion was confirmed. Device memory and data were reviewed and it was noted that the average power consumption became high on (B)(6) 2014 and remained high for the duration of implant, indicating a high current drain. Next, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device case was removed to facilitate inspection of the internal components. A high current drain was tested for and was no longer present. The as-received memory was cloned back into the device and the high current drain recurred. Detailed testing was undertaken to discover the root cause of the high current drain. Testing of the internal components found evidence there may be an issue with the mixed mode integrated circuit (mmic) within the device. Photon emission microscopy (pem) imaging of the mmic identified no anomalies. The mmic was removed from the device and tested individually. No issues were found. A replacement mmic was connected to this device and the current drain was noted to be normal. The original mmic was reconnected to this device and the high current drain recurred. Additional testing was completed and, ultimately, it was determined that the most likely root cause of the high current drain and subsequent premature battery depletion was a leakage path within the mmic component.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Further analysis was performed and isolated the high current to a certain portion of the circuit within the mixed mode integrated circuit (mmic) within the device. This testing was able to narrow down the area in the mmic where the defect is located. The root cause of the high current drain and subsequent premature battery depletion was a defect within the mmic that shorted two closely spaced parallel metal lines that in turn created a leakage path within the mmic component.

Event description:
Boston scientific received information that this pacemaker recorded codes 1002 and 1011. Code 1002 is indicative that the device is in storage mode whereas code 1011 is indicative that sensing, magnet response and battery power have been adversely affected in the device. Urgent device replacement was recommended. The device was explanted due to premature battery depletion (pbd). No adverse patient effects were reported.